Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 132 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. Multiple supply changes were performed to address the occlusions.